Event description:
A nurse reported that the infusion pressure was not working properly and the eye went soft [less than 10mmhg (millimeters of mercury)] during a vitreoretinal procedure. It was noted that pressure was set at 70mmhg to maintain pressure. The surgeon elected not to exchange the product to complete the case. The pt was noted to have "a lot" of postoperative inflammation and a vitreous hemorrhage.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A sample has been received, but has not yet been evaluated. A root cause has not been identified. (B)(4).